Event description:
It was reported that this pacemaker exhibited far field oversensing on the atrial channel, resulting in inappropriate mode switches. Boston scientific technical services (ts) was consulted and reprogramming options were recommended. No adverse patient effects were reported. At this time, this device system remains in service.